Event description:
Customer reported that "during a tracheostomy procedure, it was found that item was defective during inflation of the balloon." The information provided does not confirm if the reported issue was discovered prior to intubation of the tube. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). Information provided suggest the sample will be provided for analysis.